Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that after the patient programs their ins while sitting down, ¿it changes¿ if they make movements. The patient was referring to the stimulation changing when they move or walk around. The patient reported that this causes discomfort and pain on the side or the hips. The patient noted that the pain occurs suddenly. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.